Manufacturer narrative:
A ge representative evaluated the system and repaired it. No further repair information is available. The system operates as intended.

Event description:
The customer reported that the system continued to emit x-rays when the foot switch was released. There is no report of injury or death associated with the event described in this complaint.